Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's misunderstanding of erratic results. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of erratic blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 82-110mg/dl fasting. Verified the strips expire 06/30/2017. Customer confirms the strips are stored properly. Reviewed meter memory: (B)(6). Customer stated that on (B)(6) 2015 he tested his glucose and the result was 166mg/dl, certain that the display was wrong he retested immediately and the result was 86mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Product has not yet been returned for evaluation.

Event description:
Consumer complaint of erratic blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 82-110mg/dl fasting. Verified the strips expire 06/30/2017. Customer confirms the strips are stored properly. Reviewed meter memory. Customer stated that on (B)(6) 2015 he tested his glucose and the result was 166mg/dl, certain that the display was wrong he retested immediately and the result was 86mg/dl. No adverse event reported.